Manufacturer narrative:
Intuitive followed up with the initial reporter and the following additional information was obtained: the reported issue of a broken instrument shaft was identified prior to reprocessing. No damage was found to the instrument prior to the last use. There were no reports of the instrument colliding with another instrument during the last use. It is assumed that the instrument was replaced if it was damaged during the procedure. There were no reports of fragments falling into the patient. No photographs were taken.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary finding of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. No material was found missing. Common causes of the failure mode broken instrument main tube are typically attributed to mishandling/misuse of the device. Additional observations not reported by the site: the instrument was found to have blade damage. Both blade edges were indented, which prevented the blades from closing.

Event description:
It was reported that during central processing it was discovered that the shaft of the monopolar curved scissors (mcs) instrument was broken. There were no reports of patient injury.